Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. Upon receipt from the field the monitor produced a service code 203 (pulse test fault) during the pulse test. The root cause for the service code is being investigated. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) produced a service code 203 9 pulse test fault) during the pulse test. The last patient to use this monitor did not report any deficiencies.